Manufacturer narrative:
The reported events of loss of capture, loss of sensing, high pacing lead impedance, lead damaged and helix mechanism issue were confirmed. As received, a complete lead was returned in two pieces. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. All the inner coil filars were broken in this location. The cause of the reported event was due to the over torqued inner coil with all the broken inner coil filars at the connector region which is consistent with procedural damage. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil which is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. Upon initial implant, it noted that the atrial lead exhibited failure to capture, failure to sense, and high pacing impedance. While attempting to change lead positions, it was noted that the lead exhibited difficulty to extend, failure to retract, and was damaged. The lead was not used and the patient was in stable condition throughout the procedure.